Event description:
It was reported that, during the implant of this inflatable penile prosthesis (ipp), the patient went into cardiac arrest. It was noted that this was unrelated to the device. The ipp was rapidly explanted, and the incisions were closed as the patient was stabilized by the cardiology team and transferred to their care. No additional patient complications were reported.

Manufacturer narrative:
Based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use.

Event description:
It was reported that, during the implant of this inflatable penile prosthesis (ipp), the patient went into cardiac arrest completely unrelated to the device. The ipp was rapidly explanted, and the incisions were closed, as the patient was stabilized. No additional patient complications were reported.